Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03961. It was reported that the patient underwent a revision procedure on (B)(6) 2021 to address high impedance and pain at both incision sites. The physician was attempting to explant the anchors that were protruding and in doing so one of the leads was fractured. That lead was explanted after testing its impedances, and all returned high. Effective therapy was established postoperatively with the remaining, existing lead and resolved the issue. Note: it is unknown which lead was fractured, as such both leads are being reported.